Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reported experiencing elevated blood glucose level; exact result was not provided. Caller stated pump shut down by itself without an e2 (battery depleted) error message. No adverse event reported. Requested return of the alleged device for evaluation.